Event description:
The manufacturer received information alleging (B)(6) and has to use the machine but not comfortable with it. Dizzy when he stands up. Concerned at his age that there is a possibility of cancer. Scheduled for a brain MRI is scheduled. Lightheaded related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging 80 years old and has to use the machine but not comfortable with it. Dizzy when he stands up. Concerned at his age that there is a possibility of cancer. Scheduled for a brain MRI is scheduled. Lightheaded related to a CPAP device's sound abatement foam. There was no report of patient serious harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed . There were no errors found. The third-party service center concluded that they could confirm the customer's allegation and that there was visible foam degradation and the unit was scrapped. Section h6 updated in this report.